Event description:
Unomedical reference number (B)(4) event occurred in saudi arabia it was reported that the patient faced an adhesive event where infusion set fell off during shower on (B)(6) 2024. Insertion site was abdomen. No further information was available.